Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date because insulin pump had a malfunction. Customer's blood glucose was 283 mg/dl. Customer's other blood glucose value was 279 mg/dl and 86 mg/dl. Customer was feeling dizzy and weak and not feeling good. The device is not expected to be returned for analysis.